Event description:
On (B) (6) 2010, the surgeon performed revision surgery on a (B) (6) male patient. At a routine follow-up in (B) (6) 2009, the patient complained of increased pain. The surgeon thought the films showed pseudoarthrosis, or possibly loose screws in the bone. The surgeon replaced the incompass construct as it had been from l4-s1 with the same instrumentation as the patient had experienced little to no fusion.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.